Event description:
On (B)(6) 2012, patient reported she experienced elevated blood glucose due to insulin leakage from the infusion set. Her blood glucose elevated to 400 mg/dl on (B)(6) 2012, and she noticed insulin was leaking near the luer of the infusion set when she delivered a bolus. She changed the infusion set, and her blood glucose began to return to normal. Her target blood glucose is below 145 mg/dl. The infusion headsets are inserted with an insertion device, and she rotates her sites regularly. The infusion set had been in use for 2 days, and she does hear an audible click when the infusion tube is connected to the headset. The alleged infusion set was discarded and will not be returned for evaluation. She did not require treatment from a health care professional or second party to address the issue.